Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Three months prior to report the patient fell and hit the back of his head on a base board. The patient reported that the right side stimulation was not working but the left side was. The patient went to the healthcare professional (hcp) in (B)(6) 2015 and a manufacturing representative did some reprogramming. The manufacturing representative was able to get the right side working again. The patient reported that 2 weeks prior to report the patient lost stimulation on the right side again. The event was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient slipped and fell in the garage while getting out of their truck and hit the small of their back on the implantable neurostimulator (ins). One hour later, the patient tried to get the ins to work and it would not work right until they moved or turned a certain way. The patient stated that it seemed as if ¿something needed to make contact in order to work¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.